Event description:
Customer reports to have received excessive no delivery alarms. Customer's blood glucose was 150 mg/dl. Customer was able to resolve no delivery with a reservoir change. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.